Event description:
A malfunction with the insulin pump was reported, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.